Manufacturer narrative:
(B)(4). Foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw was not the correct size according to the labeling. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with evaluation of the returned device. Dimensional analysis was performed on the screw. The length of the screw is under tolerance. Device history records were reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be related to the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.